Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was consuming the battery faster than usual. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the battery would last for a month but only lasted for a week. The customer was advised that the average battery life is 7 to 10 days based on 40 units per day. The customer's mother stated that the insulin pump was not alarming. The customer's mother was advised to wipe the contents of the battery cap with dry cotton swab with each battery change. The customer was advised to monitor and to call back if the issue persists. The insulin pump will not be returned for analysis.